Event description:
Baxter affiliate reports one incident of a blood leak with the psn 140 dialyzer. Blood leak occurred at the start of treatment and was noted visually. Blood was not returned to the patient with an unreported amount of blood loss. No patient injury or medical intervention was reported per baxter affiliate.